Event description:
During plif surgery at l3/l4 for stenosis, the surgeon heard some noise while tapping, however, he continued the procedure (placed the screw). When checking the x-ray immediately post-op, it was found a small metal piece in the patient on the image. The staff checked the instruments used and found that the tip of mantis tap chipped off. The surgeon judged at this moment that it is very hard to remove this chipped piece in the patient and there is no immediate risk to the patient since the chipped piece is in the bone (not in contact with other metal piece), so no revision surgery is planned so far. The surgeon informed the patient about this and added that he will remove the chipped piece at the extraction surgery.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.